Event description:
It was reported that during the implant procedure, there was difficulty placing the atrial lead. The lead¿s helix would not extend or retract appropriately and the lead had high impedance. The lead was removed from the patient and after 20 turns full helix extension could not be obtained. It was noted that latent torque was rotating the lead during exercise. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).